Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 150 mg/dl and the sensor glucose was 60mg/dl at the time of the incident. The customer reported that the sensor was giving reading that was off from the meter by 100 points. The pump was giving fall rate and low blood glucose but, the patient¿s blood glucose were good through the meter. The sensor glucose and blood glucose difference was not within acceptable range. The current blood glucose was 239mg/dl. The sensor glucose value that triggered the suspend event was 60mg/dl. Threshold suspend limit in sensor settings was 60mg/dl. The sensor will not be returned for analysis.